Event description:
It was reported: unispacer dislocated anteriorly while pt was sleeping. The implant dislocated and essentially locked the pt's knee because of the pain. The unispacer was removed in 2002 at hospital.